Event description:
It was reported that the patient with this pacemaker stated not feeling well, technical services (ts) was consulted, and a review of the recorded episodes of this pacemaker was performed. Upon review, ts noted that there was under sensing on the right atrial (ra) lead channel, which led to sudden brady response. Ts suggested reprogramming options. Other than the discomfort, no additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to field e1: initial reporter state.

Event description:
It was reported that the patient with this pacemaker stated not feeling well, technical services (ts) was consulted, and a review of the recorded episodes of this pacemaker was performed. Upon review, ts noted that there was under sensing on the right atrial (ra) lead channel, which led to sudden brady response. Ts suggested reprogramming options. Other than the discomfort, no additional adverse patient effects were reported. This device remains in service.